Event description:
The clear hood, part# 7700-0010-500, on amvex (ohio medical) medical air flowmeters are showing signs of plastic delamination and cracks. These flowmeters are within 1 and 3 years old. This report only covers a partial list of defective flowmeters (qty 30) as we are continuing to replace this clear plastic hood across our facility. Here is the list of medical air flowmeter: (B)(4). Manufacturer response for medical air flowmeter (qty 30), amvex (per site reporter). Ohio medical has been contacted. We are waiting for further corrective action from them. Email from manufacturer: I will start to set up a return for the hoods to be sent back. Do you happen to know what type of cleaner is being used on the flowmeters and regulators in between patients when they wipe them down? I know they will want to have that included in the report.